Manufacturer narrative:
During a coil embolization procedure of the (va) vertebral artery dissecting aneurysm, the enterprise stent was advanced through the prowler plus microcatheter, but resistance was noted at mid-part of the (mc) microcatheter. The physician changed the prowler plus mc to prowler select plus, which means, the target site was lost and microguidewire was used with the prowler select plus microcatheter to re-access the target site. The prowler plus was pulled out with the enterprise system, but the stent couldn't be re-captured in the introducer. The prowler plus microcatheter was chosen instead of prowler select plus, because the proximal section of the va was very tortuous. A jailing technique was utilized with this case. A constant flush was maintained at all times through all the systems. The aneurysm was dilated fusiform, length was 23mm, dilated diameter 5.8mm, and normal vessel 4.2mm. The proximal vessel diameter was 4.2mm, distal was 3.8, and dilated lesion was 5.8mm. The microcatheter was not re-shaped. Both devices did not remain together. The stent was not recapture in the enterprise introducer, but it was pulled out from the microcatheter without being detached or deployed. After removal from the patient, the delivery system distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), delivery system (kink, bend, fracture/broken and separated, etc), or stent (strut, kink, bend, etc) (fracture/broken, kink, bend, separated, etc) or microcatheter were not damaged. No further information was available. One non sterile enterprise vascular reconstruction device and delivery system was received coiled in a plastic bag, the bag contained a prowler plus 2.8/2.3f microcatheter (which was used with the enterprise), the introducer tube, the delivery wire and the stent. The stent was stuck on the microcatheter hub; the microcatheter presented a flattened section on the distal end; the introducer tube presented no visual anomalies; the delivery wire presented a stretched section on the coil tip at 11mm from the distal end, also a kink was found on the coil tip at 5mm from the distal end, no other visual anomalies were found during visual analysis. The stent was removed from the microcatheter hub and was observed under the microscope, the stent presented residues of dried blood and no other anomalies were noted on it. The coil tip of the delivery wire was also observed under the microscope and it was noted that the core wire presented a fracture on the kinked section of the coil tip, also the coil tip presented residues of foreign matter; the unit was sent to sem/x-ray for further analysis. Sem results showed that: the core wire presented evidence of smearing and ductile dimples characteristics. Reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. X-ray analysis showed that: (B)(4). The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. Due to the damage found on the coil tip the functional analysis was unable to perform. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421339. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. (B)(4). The failure reported by the customer as 'delivery wire impeded-in microcatheter' could not be confirmed due to the condition of the units, the cause of damage found on the coil tip could not be conclusively determined, however the analysis, the DHR review and the sem results indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00031 and 1058196-2011-00032. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure of the (va) vertebral artery dissecting aneurysm, the enterprise stent was advanced through the prowler plus microcatheter, but resistance was noted at mid-part of the microcatheter. It was initially reported that the enterprise delivery system was removed and the microcatheter was removed, and another enterprise and the same microcatheter was utilized to finish the procedure successfully. However, additional information reported that the microcatheter was changed to a prowler select plus which with a guidewire was used to re-access the target site. The prowler plus microcatheter (with a longer distal coiled section) was chosen instead of prowler select plus that is outlined for use with the enterprise vrd in the instructions for use (IFU), because the proximal section of the va was very tortuous. A jailing technique was utilized with this case. A constant flush was maintained at all times through all the systems. The aneurysm was dilated fusiform; length was 23mm, dilated diameter 5.8mm, and normal vessel 4.2mm. The proximal vessel diameter was 4.2mm, distal was 3.8, and dilated lesion was 5.8mm. The microcatheter was not re-shaped. The devices did not remain together. The stent was not recapture in the enterprise introducer, but it was pulled out from the microcatheter without being deployed in the patient. After removal from the patient there were no damages to the delivery system tip, stent, or microcatheter. One non sterile enterprise vascular reconstruction device and delivery system was received coiled in a plastic bag, the bag contained a prowler plus 2.8/2.3f microcatheter (which was used with the enterprise), the introducer tube, the delivery wire and the stent. The stent was stuck in the microcatheter hub; the microcatheter presented a flattened section on the distal end. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01421339. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise introducer tube presented no visual anomalies; the delivery wire presented a stretched section on the coil tip at 11mm from the distal end, also a kink was found on the coil tip at 5mm from the distal end, no other visual anomalies were found during visual analysis. The stent was removed from the microcatheter hub and was observed under the microscope. The stent presented residues of dried blood and no other anomalies were noted on it. The coil tip of the delivery wire was also observed under the microscope and it was noted that the core wire presented a fracture on the kinked section of the coil tip, also the coil tip presented residues of foreign matter; the unit was sent to sem/x-ray for further analysis. Sem results showed that: the core wire presented evidence of smearing and ductile dimples characteristics. Reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. X-ray analysis showed that: (B)(4). The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. Due to the damage found on the coil tip the functional analysis for insertion of the device into the microcatheter was unable to be performed. The cause of the damages could not be conclusively determined. However the analysis, the DHR review and the sem results indicates that the device did not present any obvious indication of manufacturing defect or anomaly contributing to the events as reported. The records indicated that the product met specification prior to shipment. It is possible that device interaction due to procedural factors including the tortuous vessel characteristics and the use of a microcatheter other than that outlined in the IFU may have contributed to the event. The IFU outlines that the enterprise vrd system is designed for with the prowler select plus infusion catheter, (a 0.021" inner diameter, 5 cm distal length infusion catheter). With review of the device history records available information and device analysis, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00031 and 1058196-2011-00032.

Event description:
During a coil embolization procedure of the (va) vertebral artery dissecting aneurysm, the enterprise stent was advanced through the prowler plus microcatheter, but resistance was noted at mid-part of the microcatheter. The enterprise delivery system was removed and the microcatheter was removed, and another enterprise and microcatheter were utilized to finish the procedure successfully. The prowler plus microcatheter was chosen instead of prowler select plus, because the proximal section of the va was very tortuous. A jailing technique was utilized with this case. A constant flush was maintained at all times through all the systems. The aneurysm was dilated fusiform, length was 23mm, dilated diameter 5.8mm, and normal vessel 4.2mm. The proximal vessel diameter was 4.2mm, distal was 3.8, and dilated lesion was 5.8mm. The microcatheter was not re-shaped. Both devices did not remain together. Other than the reported event, after removal from the patient, no other damages were noticed on the microcatheter, delivery system, or stent (if known). No further information was available.

Manufacturer narrative:
During a coil embolization procedure of the (va) vertebral artery dissecting aneurysm, the enterprise stent was advanced through the prowler plus microcatheter, but resistance was noted at mid-part of the microcatheter. The enterprise delivery system was removed and the microcatheter was removed, and another enterprise and microcatheter were utilized to finish the procedure successfully. The prowler plus microcatheter was chosen instead of prowler select plus, because the proximal section of the va was very tortuous. A jailing technique was utilized with this case. A constant flush was maintained at all times through all the systems. The aneurysm was dilated fusiform, length was 23mm, dilated diameter 5.8mm, and normal vessel 4.2mm. The proximal vessel diameter was 4.2mm, distal was 3.8, and dilated lesion was 5.8mm. The microcatheter was not re-shaped. Both devices did not remain together, and the same microcatheter was utilized with the next device. The stent was not recapture in the enterprise introducer, but it was pulled out from the microcatheter without being detached or deployed. After removal from the patient, the delivery system distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), delivery system (kink, bend, fracture/broken and separated, etc), or stent (strut kink, bend, etc) (fracture/broken, kink, bend, separated, etc) or microcatheter were not damaged. No further information was available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected data for information received on (B)(4) 2011: the enterprise delivery system was removed and the microcatheter was removed. Another enterprise and the same microcatheter was utilized to finish the procedure successfully. Note: lake region lot number 01421339 which is cordis lot number 01421339. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421339. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. (B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of the (va) vertebral artery dissecting aneurysm, the enterprise stent was advanced through the prowler plus microcatheter, but resistance was noted at mid-part of the microcatheter. The enterprise delivery system was removed and the microcatheter was removed, and another enterprise and the same microcatheter was utilized to finish the procedure successfully. The prowler plus microcatheter was chosen instead of prowler select plus that is outlined for use with the enterprise vrd in the instructions for use (IFU), because the proximal section of the va was very tortuous. A jailing technique was utilized with this case. A constant flush was maintained at all times through all the systems. The aneurysm was dilated fusiform, length was 23mm, dilated diameter 5.8mm, and normal vessel 4.2mm. The proximal vessel diameter was 4.2mm, distal was 3.8, and dilated lesion was 5.8mm. The microcatheter was not re-shaped. The devices did not remain together. The stent was not recapture in the enterprise introducer, but it was pulled out from the microcatheter without being deployed in the patient. After removal from the patient there were no damages to the delivery system tip, stent, or microcatheter. The device was not returned for evaluation. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01421339. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information, it is possible that procedural factors including the tortuous vessel characteristics and the use of a microcatheter other than that outlined in the IFU may have contributed to the event. With review of the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00031 and 1058196-2011-00032. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.